Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left superficial femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed. The safety release was activated, which released the device from the patient anatomy. Manual compression was applied to achieve hemostasis. When the device was removed, the "proximal part" of the exchange sheath appeared damaged. There was no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) - off label vascular use, (B) (4). (B) (4). The device has been received. The investigation has not yet been completed.